Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the previous artificial urinary sphincter (aus) was removed in summer 2019 due to erosion. The patient was reimplanted with a new aus system. No information about the patient's outcome was provided. Additional information received. The patient's presenting symptoms that lead to the discovery of the erosion was urinary incontinence. The erosion was located in the urethra. The patient had a good outcome following the procedure.